Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) battery status earlier than expected. The device was explanted and replaced with another guidant ICD.